Manufacturer narrative:
Three good faith efforts were made to obtain additional information regarding the event; however no response received from the customer. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was noise in the image due to deformation of cable unit. A device history review revealed no issues that could have caused or contributed to the reported issue. The most probable cause of the reported issue is component failure. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head had a loose contact and broken cable. This issue was found during an unspecified procedure. There were no reports of patient harm.